Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient sample with a cobas e 801 analytical unit serial number (B)(4). The initial result was 7.77 pg/ml. The repeated result was 7.90 pg/ml. The physician questioned this result and requested a repeat from another analyzer. The sample was then tested with a siemens analyzer with a result of 3.5 pg/ml.

Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient sample with a cobas e 801 analytical unit serial number (B)(4). The initial result was 7.77 pg/ml. The repeated result was 7.90 pg/ml. The physician questioned this result and requested a repeat from another analyzer. The sample was then tested with a siemens analyzer with a result of 3.5 pg/ml.

Manufacturer narrative:
The sample was requested for investigation.

Manufacturer narrative:
No sample was returned for investigation.

Manufacturer narrative:
The customer's calibration and qc results were ok. However, the qc for the day of the event was not provided. There was no indication of a reagent issue. The issue is consistent with a user handling error at the customer site. No product problem was found.